Event description:
During a transfemoral tavr procedure the patient required valve-in-valve after the 1st implant of a 23mm sapien xt resulted in severe central aortic insufficiency (cai). The valve was deployed in the annulus, but post deployment the valve position was higher than anticipated (90:10 aortic/ventricular). Upon echo evaluation only two leaflets could be seen functioning and severe ai was noted. A pigtail catheter was placed within the valve to see if a possible frozen leaflet could be manipulated. This was not successful. Angiography confirmed the cai. A 2nd 23mm sapien xt was implanted lower in the 1st valve resulting in good position with trace paravalvular leak (pvl) and no ai. It is unknown what caused the 1st valve movement during deployment. The patient was stable at the end of the procedure.the annulus was 21mm with mild calcification, ef=40%, the imaging intensifier angle and the coaxial alignment were good; there were no issues with the patient hemodynamics.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported post deployment 90:10 a/v valve position with subsequent cai cannot be confirmed. However, it appears that the event was caused by the balloon movement during deployment. It is possible that a combination of patient factors (e.g. 21mm aortic annulus with mild calcification) and procedural factors may have caused or contributed to the balloon movement during deployment, affecting the landing position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.